Event description:
Hcp reported that the pt presented with redness around the pump and down the right side. There was a scab on the incision with exudate, a small spot that was one centimeter by two centimeters in size. The pt had a temp of 98.5 and an elevated sed rate. The device was explanted and returned to the MFR for analysis. The hcp reported pt was given intravenous antibiotics and is stable. A follow-up report will be sent when add'l info is received.